Manufacturer narrative:
Findings: pump received with cracked and bleeding lcd. Unable to perform all functional testing including the displacement, operating currents, unexpected restart alarm error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify blank display due to cracked bleeding lcd. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they dropped the insulin pump and damaged the lcd screen. The display would no longer show anything. The patient's blood glucose at the time of incident is unknown. Troubleshooting was declined for the blank display anomaly. The insulin pump will be returned for analysis.